Manufacturer narrative:
Incidental findings: discolored patient cable. Main investigation conclusion: the mobile power unit (mpu) (serial number: (B)(6)) is being evaluated for the reported event of an overheating power cable on a heartmate 3 system controller. The mpu and the v-lock connector were returned as a precaution due to the associated controller power cables overheating. The mpu was visually inspected and the patient cable was found to be discolored. The mpu was functionally tested and was found to operate as intended. The patient rejected any repairs and requested the mpu to be scrapped. The mpu was sent to product performance engineering (ppe) for further evaluation. Additional information provided on 31sep2021 stated that there were no environmental circumstances that would have affected the mpu at the time of the event. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power and power cable disconnect alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number: 2916596-2021-04964. It was reported that the controller white lead was overheating only when connected to the mobile power unit (mpu). A visible burned spot was seen on the white lead. The ventricle assist device (vad) coordinator was able to reproduce the event while in the clinic. The controller was swapped. The controller was returned for evaluation. The mpu was also returned as a precaution.